Event description:
A pt reported experiencing inaccurate high results with a one touch ultra meter. The pt's blood glucose results were 146, 149, 230, 97, 133 and 203 mg/dl. Tests were done within 10 mins. No further info has been reported.